Event description:
The customer contacted physio-control to report that their device will not complete the boot process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
MDR 0003015876-2019-02057 was sent in error it is a duplicate of the information previously reported in MDR 0003015876-2019-01489.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report that their device will not complete the boot process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.